Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed 134 millimeters (mm) from the terminal pin. Visual inspection noted the presence of set screw marks on the lead terminal pin, dried blood/body fluid was noted in the lumen near the severed ends, cuts and electrocautery damage was noted in several locations in the lead insulation. Additionally, all filars appeared cut, the rate/sense conductor coil extended beyond the severed insulation by approximately 37mm, and the clear medical adhesive was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched. Analysis noted that the damage was consistent with induced damage related to the explant procedure. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the cuts and electrocautery damage. Laboratory analysis did not confirm the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 200 ohms and increased pacing threshold measurements. Damage to the shocking electrode was suspected, however, was not confirmed. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.